Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by arranging for a replacement pump to be sent, advising the customer on the use of a temporary insulin delivery method, updating pump software, and instructing on storage mode procedures. The customer was also informed to return the faulty pump to tandem to avoid charges and acknowledged the need to program new settings and connect their continuous glucose monitor to the replacement pump.